Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead exhibited oversensing. Thresholds remained stable. Patient was transferred for additional evaluation and discussion of lead extraction.

Manufacturer narrative:
(B)(6) 2018 - we were notified that this lead was capped on (B)(6) 2018.